Event description:
A contact lens wearer reported noticing a "white spot on the colored part of her right eye" and was treated for an "infection or an ulcer" approx one year ago associated with wear of airoptix for astigmatism contact lenses. Her eyes had been drier than usual and she recently had a lower lid stye. She sought care from her general practitioner who referred her to an ophthalmologist the same day. She states she was required to discontinue lens wear for 4 to 6 weeks. She was prescribed steroids and patched for a very painful eye. The event resolved and lens wear was resumed; however, the event reoccurred. She was advised not to wear the lenses and then was given several different lenses to try. She is now wearing (B)(4) brand contact lenses and using optifree replenish lens care solution. She recently experienced eye redness after a few days wear of the new contact lenses. Request has been made for further info; however, no additional details are available at this time.

Manufacturer narrative:
This case is considered as a potential infectious corneal ulcer. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).